Manufacturer narrative:
Correction: report submitted in error as it is a duplicate of a field action. Events were captured and reported in the following manufacturer reports: 3004209178-2009-00625, 2182207-2007-00700, 2182207-2004-01480, and 2182207-2008-02050.

Event description:
It was reported that four patients had bowel obstruction and/or perforation of the bowel associated with the leads. Events required surgical intervention and the patients recovered without sequela. Additional information was requested.

Manufacturer narrative:
Concomitant medical products: product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. Product ID: 4351, serial# unknown, product type: lead. (B)(4).